Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an upgrade procedure for an implantable cardioverter defibrillator. Upon connecting the new generator to the right ventricular lead, the lead exhibited high pacing impedance and loss of capture. The physician connected the lead to another new generator and the same issues persisted, so the physician alleged the issues on the lead. The physician capped and replaced the lead during procedure on (B)(6) 2019 and implanted the newest implantable cardioverter defibrillator. The patient was in stable condition.